Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red heat rash underneath the back therapy electrodes. Patient has sensitive skin and lives in a climate that is humid which causes her to sweat. The patient's doctor advised the patient to remove the device for an hour or two during the day. During a follow-up, it was reported that the patient's irritation improved.